Event description:
The device was used during a laparoscopic gastric bypass. Reportedly, the knife advanced but no staples were deployed. The staple line was hand sewed. No patient injury was reported.